Manufacturer narrative:
Main component of the system and other applicable components are: product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID 3487a, lot # l37889, implanted: (B)(6) 1996, product type lead; product ID 3587a, lot # l42001, implanted: (B)(6) 1996, explanted: (B)(6) 2005, product type lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1996, product type extension.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for multiple back operations, failed back surgery syndrome, and post-laminectomy pain. It was reported there was faint stimulation even though the amplitude was at "triple beeps." The patient replaced the 9 v battery and only the 9 v battery light came on, on the patient programmer (pp). Patient services reviewed the depressed error key code process and all 3 lights came on. The patient was able to increase and decrease amplitude and got a single beep from the pp. The patient increased the amplitude to the maximum ("triple beeps"). The patient noted she had the amplitude, rate, and pulse width maxed at all times. The patient noted that even with the amplitude maxed, the stimulation was still faint and was felt above her waist, rather than the legs. The patient also noted that the stimulation seemed to be making her heart race and also caused nausea at times. Patient services recommended for the patient to decrease all settings and contac t her healthcare provider (hcp) for a reprogramming appointment. It was reported there was shocking. This change in therapy/symptoms was noted to have been sudden and occurred in (B)(6) 2005, around father's day. The patient had a revision/replacement on (B)(6) 2005 and she was told that the main wire was fried. The patient noted that before the surgery, the hcp told that there was so much scar tissue in the area, that he would be going in there blind. In (B)(6) 2005, the patient noted that a manufacturer's representative (rep) had checked her device and told her that they found something with the impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.